Event description:
The patient reported: one of her crowns fell out, and her implant tooth also became loose due to using the top aligners. The clinician noted that the patient was also being treated for intrusion on tooth #24. After reviewing the situation, the clinician determined that the patient needed new aligners. An aligner evaluation was sent to the patient for new retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 021 through (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.